Manufacturer narrative:
Product event summary: a pump with unknown serial number remains implanted and was not returned for evaluation. A controller with unknown serial number was also not returned for evaluation. The reported high power event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Of note, it was reported that tpa was administered. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the historical review of similar high power events, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: unknown controller, FDA conclusion code(s): 67 ,FDA method code(s): 4114 ,FDA results code(s): 3221. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was reported in the q1 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Additional devices: brand name: heartware ventricular assist system ¿ controller. Model #: unknown / catalog #: unknown / expiration date: unk/ serial or lot#: unknown, UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized after "coffee colored" urine/hemolysis, the ventricular assist device (vad) exhibited high watt alarms, and thrombus. The patient's lactate dehydrogenase (ldh) levels were found to be elevated at 1400 on admission. Her international normalized ratio (inr) was therapeutic on admission. She was placed on a heparin drip, however after 2 days, ldh remained elevated and she continued to have hematuria. She was then placed on a tissue plasminogen activator (tpa) infusion for 48 hours. Ldh began to trend down and hematuria began to resolve. She was converted back to heparin drip and brilinta was added to her anticoagulation regimen. Coumadin was restarted and inr was allowed to rise. Her goal is 2.5-3.0. On discharge her inr is 2.5 and she was sent home on an adjusted dose of coumadin as well as aspirin 81mg and brilinta. The vad remains in use. No further patient complications were reported as a result of the event. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.